Event description:
In 2009, the lay user/pt contacted lifescan alleging that a one touch ultra2 meter had a casing issue. The pt manages her diabetes with lantus insulin (16 units) and sliding-scale novolin insulin. The pt indicated that the alleged meter issue started on an unspecified date/time in 07/2009. The pt admitted that she ran over the meter with her wheelchair and then discarded the device. As a result of the alleged issue, the pt took her usual dosage(s) of diabetes medications. On an unk date/time after the alleged meter issue began, the pt claimed that she developed symptoms of frequent urination. The pt denied receiving treatment as a result of the reported meter issue. It would have been helpful to know the following info: the pt's testing frequency, what date/time the symptoms started, what actions the pt took before and after the symptoms began, and what actions the pt took before and after the symptoms began, and what her last meter reading was before the alleged issue started. In addition, it would have been helpful to know when the last result was obtained and how the pt managed her sliding-scale insulin regimen and diet after the alleged meter issue began. The meter was replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with a serious injury after the alleged meter casing issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.